Event description:
It was reported that the ventilator would not initiate ventilation and all displayed led's illuminated when it was powered on. The ventilator would not power down without draining the batteries. The ventilator was assigned to a fixed wing aircraft for transports. The patient was transported with nrb and had no complications.